Event description:
It was initially reported that the intraocular lens (iol) was faulty and was removed. Additional information received indicated that the iol was fully inserted and immediately explanted due to ruptured capsule. The issue was noticed after implantation. The patient status was not provided. No further information was provided.

Manufacturer narrative:
Unknown/ not provided (patient information cannot be provided due to personal data privacy legislation/policy). If implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Reporter name and address: (B)(6). Telephone number: 044798520. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.